Event description:
It is reported that pt experienced increasing hip pain. Pt was revised and pseudotumor was suspected due to excessive metal wear and metal debris.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. The device history records could not be checked, as no article and lot numbers were provided. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. A tissue reaction like a pseudotumor can be a post-operative risk for metal on metal (mom) implants in general as also stated in zimmer's IFU (B)(4). Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).

Manufacturer narrative:
The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on 07/03/2015. It was now reported that a durom us acetabular component 54/48 n was implanted on an unknown date and was revised on (B)(6) 2011 due to pain, pseudotumor, wear and corrosion. The devices were returned and the result of the visual examination has been made available. The quality records indicate that these components met all requirements to perform as intended. During the visual examination, moderate third body debris on the head adapter inner wall and floor were observed. Additionally, there were signs of corrosion on the head adapter's inner wall. The porous surface of durom acetabular component presented splotches of ingrowth. Chipping of the circumferential fins of the durom acetabular component was also present. Additionally, what looks to be a tool mark was left on the porous surface nearby. These two defects may or may not be related.